Event description:
The customer stated that she was taken to the hospital due to low blood glucose levels and losing consciousness. The customer stated that she had taken a muscle relaxant prior to the event and had been out in the sun. The customer stated that moisture may have gotten inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.